Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. D10: (B)(6), 300-30-09 - equinoxe preserve stem 9mm, (B)(6), 320-02-42 - rs expanded glenosphere 42mm, +4mm offset, (B)(6), 320-10-05 - equinoxe reverse tray adapter plate tray +5, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-42-03 - 145-deg pe 42mm hum liner +2.5, (B)(6), 531-20-00 - shldr gps rvrs drill kit, (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), a10012 - gps implant kit v2.

Event description:
As reported, approximately 1 year and 11 months post initial right total shoulder arthroplasty (tsa), the patient reached for something and felt their shoulder was "off". The patient presented to the clinic and x-rays showed the tray had dissociated from the stem resulting in a revision of the shoulder. The tray and liner together had dissociated from the stem, with the torque screw visible in the tray. The screw had not broken off in the stem and all threads could be visualized in the stem. After separating the liner from the tray, it appeared the torque screw failed and backed out of the stem completely, causing the tray and liner to dissociate from the stem and shift superior. The stem was still well fixed and the surgeon determined the threads were not damaged. The surgeon retained the stem and swapped out the glenosphere, tray and liner. The patient was revised to a 46 expanded sphere, new locking screw, updated 10mm tray, new torque screw, and a 46mm 2.5mm liner. No parts or pieces of the new implants fell into the patient. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the revision is likely due to the disassembly of the torque defining screw, and thus the humeral tray and liner assembly, from the humeral stem. Potential contributions may include patient conditions, incomplete seating or forces on the underside of the humeral tray at the time of implantation secondary to unintended contact with protruding bone, or an issue with insufficient application of torque or cross-threading of the screw during assembly. However, this cannot be confirmed because the components were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.